Event description:
It was reported that during a tibia suprapatellar procedure, as the surgeon was malleting, the driving cap broke off the insertion handle. All pieces were retrieved, and are available for return. Surgeon completed the procedure using two instruments out of another set. There was no harm to the patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The manufacturing evaluation showed the broken off threaded part was removed from the m8 thread of the insertion handle. The m8 thread still is in working order, the functional control with the m8 thread was performed successfully. It was concluded that this complaint is deemed invalid from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development event evaluation was completed and both the insertion handle and driving cap were broken as described. It was determined that the insertion handle did not contribute to the event. The event could be replicated with the returned driving cap. Product development event evaluation completed 08/29/2012.